Event description:
It was observed during central processing that the small clip applier instrument had a loose wire. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. The customer initially reported loose wire, however, for clarification the damaged instrument component was a broken grip cable. Based on this clarification, the customer reported complaint is confirmed. Grip cable is broken at the distal idlers. Idler pulley spins freely and was not damaged. Cable segment sticks out at wrist loose. The location where broken wire occured is inside the housing the clamping pulley is at. Other cables at wrist are not damaged. Additional finding: scratches and indentations on distal pulleys. Both pulleys have indentations on the edges and some small scratches on the surface.